Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the amplatz extra-stiff support heparin coated wire guide was found to be kinked near the tip when the physician attempted to alter its tip configuration, causing the inner wire to protrude from the coil. The procedure was completed with another device. There were no injuries or additional procedures reported.